Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Did the device staple? 2. If the device stapled, was the staple line complete? 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 4. Did the device cut? 5. If the device cut, was the cut line complete? 6. Were the cut line and staple lines equal? 7. Was the device fired across a staple line? 8. Please provide details as to how the reload did not work. 9. Did the reload lock out and would not work? 10. Did the reload begin to staple and cut, but then jammed? 11. Did the device staple, but there was no cut line? 12. If the device cut and stapled, were there any staples missing from the staple line? 13. How was the procedure completed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, when the nail is removed, it cannot be opened. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2026. D4: batch # 552d80. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damage and with a sr75 reload loaded on the device. In addition, a tyvek was received along with the sample. The reload was received fully fired and with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 552d80, and no non-conformances related to the reported complaint condition were identified.